Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("painful menstrual cycle"). The patient was treated with surgery (laparoscopic bilateral salpingectomy performed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. 627076) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for essure confirmation test". The patient's medical history included asthma, hypertension, depression, copd, fibromyalgia and anesthesia. Essure procedure note: hysteroscopy findings: normal. Left and right ostia visualized: yes. Successful placement of coils. Previously administered products included for an unreported indication: ortho tri-cyclen, depo-provera and yaz. Concurrent conditions included obesity. Concomitant products included acetylsalicylic acid;carisoprodol (soma cmpd), diazepam (valium), ketorolac tromethamine (toradol), oxycodone hydrochloride;paracetamol (percocet) and tramadol for pain, antibiotics for vaginal discharge as well as ethinylestradiol;norethisterone acetate (loestrin). On (B)(6)2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), fatigue ("fatigue"), urinary tract infection ("infection(bladder/urinary tract/vaginal) type: uti"), migraine ("migraines / headaches"), nausea ("nausea,"), skin exfoliation ("rashes or skin conditions type: scaley skin"), vaginal discharge ("vaginal discharge") and tooth disorder ("dental problems") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems"), abdominal pain ("severe abdominal pain"), menstrual disorder ("abnormal menstrual bleeding "), menorrhagia ("prolonged menses/ excessive prolonged menstrual bleeding"), back pain ("severe back pain "), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse) "), vaginal haemorrhage ("abnormal bleeding (vaginal) ") and headache ("headaches"). The patient was treated with surgery (laparoscopic bilateral salpingectomy performed on (B)(6)2016). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, abdominal pain, menstrual disorder, menorrhagia, back pain and dyspareunia had resolved and the dysmenorrhoea, bladder disorder, urinary tract disorder, fatigue, urinary tract infection, migraine, nausea, skin exfoliation, vaginal discharge, weight increased, tooth disorder, vaginal haemorrhage and headache outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, skin exfoliation, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted : removal and essure confirmation test conducted on same day: (B)(6)2016 current weight 130 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6)2016: fallopian tube showing minimal inflammatory cell infiltrate in the lamina propria, including some eosinophils, a few lymphocytes, rare plasma cells & rare neutrophils. These changes are mostly seen in the medial three sections of fallopian tube -benign paratubal cysts -metal objects, separately received in the same container left fallopian tube , salpingectomy -fallopian tube showing a few inflammatory cells in the lamina propria, including a few eosinophils, & rare neutrophils. These changes are mostly seen in the medial three sections of the fallopian tube -metal objects, separately received in the same container. X-ray - on (B)(6)2016: other (please describe) bilateral fallopian coils noted. Amendment: the report was amended for the following reason: this report was detected to be a duplicate to 2017-225737 which will be deleted from bayer safety database after all information was transferred to this record 2017-165160 which will be retained. New event: abdominal pain, abnormal menses, menorrhagia, back pain, dyspareunia, vaginal hemorrhage ,headaches, device monitoring procedure not performed were added. Reporter, lab data, medical history, concomitant drug was added. No new follow-up information was received from the reporter. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. 627076) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, hypertension and depression. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included obesity. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), fatigue ("fatigue"), urinary tract infection ("infection(bladder/urinary tract/vaginal) type: uti"), migraine ("migraines / headaches"), nausea ("nausea,"), skin exfoliation ("rashes or skin conditions type: scaley skin"), vaginal discharge ("vaginal discharge") and tooth disorder ("dental problems") and was found to have weight increased ("weight gain"). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (laparoscopic bilateral salpingectomy performed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the dysmenorrhoea, bladder disorder, urinary tract disorder, fatigue, urinary tract infection, migraine, nausea, skin exfoliation, vaginal discharge, weight increased and tooth disorder outcome was unknown. The reporter considered bladder disorder, dysmenorrhoea, fatigue, migraine, nausea, pelvic pain, skin exfoliation, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy noted : removal and essure confirmation test conducted on same day: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2016: other (please describe) bilateral fallopian coils noted. Most recent follow-up information incorporated above includes: on 16-dec-2019: pfs received: lot number was added. Reporter information, medical history and concomitant drugs was added. New events "bladder or urinary problems or changes, dental problems, dysmenorrhea (cramping), fatigue, infection (bladder/ urinary tract/vaginal) type: urinary, migraines / headaches, nausea, rashes or skin conditions type: scaly skin, vaginal discharge, weight gain, dental problems" were added. Outcome of event "pelvic pain" updated as "recovered/ resolved". Severity of event" pelvic pain" updated as " severe". A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. 627076) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for essure confirmation test". The patient's medical history included asthma, hypertension, depression, copd, fibromyalgia and anesthesia. Essure procedure note: hysteroscopy findings: normal. Left and right ostia visualized: yes. Successful placement of coils. Previously administered products included for an unreported indication: ortho tri-cyclen, depo-provera and yaz. Concurrent conditions included obesity. Concomitant products included acetylsalicylic acid;carisoprodol (soma cmpd), diazepam (valium), ketorolac tromethamine (toradol), oxycodone hydrochloride;paracetamol (percocet) and tramadol for pain, antibiotics for vaginal discharge as well as ethinylestradiol;norethisterone acetate (loestrin). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), fatigue ("fatigue"), urinary tract infection ("infection(bladder/urinary tract/vaginal) type: uti"), migraine ("migraines / headaches"), nausea ("nausea,"), skin exfoliation ("rashes or skin conditions type: scaley skin"), vaginal discharge ("vaginal discharge") and tooth disorder ("dental problems") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems"), abdominal pain ("severe abdominal pain"), menstrual disorder ("abnormal menstrual bleeding "), menorrhagia ("prolonged menses/ excessive prolonged menstrual bleeding"), back pain ("severe back pain "), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse) "), vaginal haemorrhage ("abnormal bleeding (vaginal) ") and headache ("headaches"). The patient was treated with surgery (laparoscopic bilateral salpingectomy performed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, menstrual disorder, menorrhagia, back pain and dyspareunia had resolved and the dysmenorrhoea, bladder disorder, urinary tract disorder, fatigue, urinary tract infection, migraine, nausea, skin exfoliation, vaginal discharge, weight increased, tooth disorder, vaginal haemorrhage and headache outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, skin exfoliation, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted : removal and essure confirmation test conducted on same day: (B)(6) 2016. Current weight 130 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: fallopian tube showing minimal inflammatory cell infiltrate in the lamina propria, including some eosinophils, a few lymphocytes, rare plasma cells & rare neutrophils. These changes are mostly seen in the medial three sections of fallopian tube -benign paratubal cysts. -metal objects, separately received in the same container left fallopian tube , salpingectomy. -fallopian tube showing a few inflammatory cells in the lamina propria, including a few eosinophils, & rare neutrophils. These changes are mostly seen in the medial three sections of the fallopian tube. -metal objects, separately received in the same container. X-ray - on (B)(6) 2016: other (please describe) bilateral fallopian coils noted. Lot number:627076, manufacturing date:2008/04, expiration date:2010/04 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: quality-safety evaluation of ptc. (Product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.